Event description:
While performing morning patient assessment, the IV pump with the patient's antiepileptic medications, propofol and midazolam infusions, alarmed system failure 121.4610. The pump was replaced, possibly stopped infusion of the above medications to suppress the patient's seizure activity. Pump was changed withing 3 minutes and all medications were up and running again.